Event description:
According to the reporter: procedure: used for laparoscopic cholecystectomy. After long hours of use, the tip of the device broke in pt cavity and was retrieved. The device was replaced and the case completed with no further issue. No tissue damage or bleeding reported.

Manufacturer narrative:
(B) (4). (B) (4).